Manufacturer narrative:
Insulin pump received with intermittent up arrow button response due to corroded keypad traces. No frozen display noted and the time clock did advance during testing. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was stuck on the blood glucose now screen. The customer changed the battery a couple of times but the insulin pump kept going to the that screen and was unable to escape it. The insulin pump was not responding to any keys. The time did not advance on the screen because it was frozen. Customer's blood glucose level was 66 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.